Event description:
A hydra jag was used for a therapeutic ercp. During the procedure, the tungsten coating on the guidewire peeled off at biopsy port area. The procedure was completed using the same device.